Event description:
On april 23, 2008, it was reported to boston scientific corporation that a male patient (age and weight unknown) underwent treatment successfully with a prolieve thermodilatation kit on the first week of the month, as part of a post-market study using prolieve for the treatment of benign prostatic hyperplasia (bph). According to the complainant, the patient developed a urinary tract infection (uti) termed moderate, commenced a day prior to original date, resolution is pending. Treatment was administered, but has not yet been reported. The patient also experienced the following anticipated symptoms following his treatment with prolieve. Bladder spasms, termed moderate, commenced on original date, resolution pending. Treated with tylenol. Urinary pain, termed moderate, commenced the day before, resolution pending. Treated with tylenol. Urinary urgency, termed moderate, commenced the same day resolution pending. No treatment reported for this symptom. Urinary frequency, termed moderate, commenced a day after the original date, resolution pending. No treatment reported for this symptom. Hematuria, termed moderate, commenced on the same day, resolution is pending. Treatment was administered, but has not yet been reported.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; as it was disposed off by the user facility; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.